Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 4001 mg/dl at the time of incident. The customer¿s current blood glucose value was 494 mg/dl. The customer did not experienced symptoms due to high blood glucose. Customer treated high blood level with insulin pump. It was unknown whether the customer was using auto mode or not. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further patient complications were reported. Troubleshooting was not performed; however, the customer will continue use of the device.